Event description:
It was reported that during the reprocessing of a da vinci prograsp forceps instrument, a frayed wire was identified. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported complaint. Visual inspection found no damaged, frayed, broken, or loose cables. Failure analysis investigation found that the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were approximately .032 - .083 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur.